Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing from the right atrial (ra) lead was noted during atrial arrhythmia. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a longevity gray bar with question marks. The device and ra lead remain in use. No patient complications have been reported as a result of this event.